Event description:
Angiogram revealed the graft anastomosed to the posterior descending artery was stenosed 50% at the proximal ostium and the graft to the obtuse marginal artery had a "very slight" narrowing at the ostium that was thought to be the "natural slight narrowing" that sometimes occurs at the anastomosis. Both grafts were stented and the connectors remain implanted.